Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va17p3q, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient thinks the interstim is failing stating it's just not working anymore and patient thinks the wire has moved because when sitting its really uncomfortable and goes through bladder pads like 5 times a day. The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as reviewed patient may consider decreasing amplitude and the patient indicated it doesn't work and will follow up with managing physician to determine if the device needs to be replaced. The patient was redirected to their healthcare provider to further address the issue.